Manufacturer narrative:
The reported complaint of the autopulse platform (sn (B)(6)) displayed user advisory (ua) 41 (patient temperature sensor failure) error message was confirmed based on the archive data review, but not confirmed during the functional testing. No device malfunction was observed during the functional testing and the autopulse platform performed as intended. As per the customer, the autopulse platform is stored in the ambulance. Factors such as ambient storage condition (e.g. A fire truck sitting in a hot and humid environment and/or being exposed to direct sunlight for long hours) will increase the internal temperature of the autopulse platform and could cause the occurrence of the ua41 error message. Upon visual inspection, cracked front enclosure was observed. The observed physical damage was not related to the customer reported complaint. The front enclosure needs to be replaced to address the physical damage. The root cause for the physical damage was due to user mishandling such as a drop. The archive data review showed occurrence of ua41 (patient temperature sensor failure) error message on the reported event date. Thus, confirming the reported complaint. The autopulse platform passed initial functional testing without any fault or error, and therefore, the reported complaint could not be replicated. Stressed out temperature sensor cabling by applying heat to the sensor unit and the temperature cable worked as expected. The temperature sensor cabling and power distribution board (pdb) will be replaced as a preventive precautionary measure, as the sensor may have had some intermittent technical problems that could not be directly identified during the functional testing. Further functional testing, observed scroll up/down keypads of the user interface (ui) membrane were not functioning. The ui membrane needs to be replaced to remedy the issue, unrelated to the reported complaint. This faulty ui is likely due to normal wear and tear. The autopulse platform was manufactured in june 2015, and has reached its expected service life of 5 years. Waiting customer's approval for service repair.

Manufacturer narrative:
Zoll has not received the product for investigation. A follow-up report will be submitted when the product is returned and investigation has been completed.

Event description:
During shift check, customer reported that the autopulse platform (serial #(B)(4)) displayed a user advisory - "(ua) 41" (patient temperature sensor failure) error message. Per customer, the autopulse platform was stored in a autopulse bag in a compartment on a engine. The morning check was performed when the platform was place on the autopulse bag. No patient involvement.